Event description:
The customer's sister reported via phone call that customer experienced low blood glucose levels. Customer's blood glucose level at the time of incident was 47 mg/dl. Customer treated low blood glucose level by eating grapes. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.